Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(4) 2013 reporting that an hour before they contacted customer support the pump felt warmer than usual. The patient denied any moisture exposure to the pump. The patient confirmed that the battery compartment was not damaged. There is no reported adverse event with this complaint. This report is made based on the allegation of the hot pump issue.

Manufacturer narrative:
Follow-up #1 - (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump black box history indicated a sudden voltage drop from 1.40 v to 1.30 v occurring on (B)(6) 2013 resulting in a "low battery" alarm. There was no battery or battery cap returned with the pump for investigation. The pump powered on normally and was exercised for 24 hours without overheating or alarming. The pump electrical current draws were tested and were found to be within specifications. The pump was opened and there was no indication of internal moisture ingress or intermittent connections in the power circuit. No defects were found related to the complaint.